Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. No technical problem with the system can be identified by reviewing the logfiles. Clinical review states according to the image in the treatment report, a vertical gas breakthrough (vgb) and a thin flap have occurred. Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 110¿m. However, fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is visible in treatment report), additionally reducing the flap thickness. The report shows a long "suction time" of 106 seconds, this means a long docking procedure or several docking attempts. No technical root cause could be identified. The most likely root cause is thinner flap setting and the combination of thin flap and water/ lacrimation caused the flap to become more thinner which caused vgb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, anterior elastic layer blasting occurred during lasik flap creation. The operation was discontinued. A new patient interface was used and they redesigned the parameters to make the flap. The rest of the operation was normal. Additional information received; the bowmans membrane burst during the operation.